Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31744358) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 10071620) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31744358) and could not be advanced further. The physician removed the stent and the microcatheter together from the patient and replaced the stent with a new 4mm x 30mm enterprise 2 stent (encr403012) and replaced the microcatheter to complete the procedure. The stent was still on the delivery wire when it was removed. There was no report of any negative impact on the patient. On 24-jun-2026, additional information was received. The information indicated that the procedure was targeting an aneurysm on the c6 segment of the internal carotid artery. During the advancement of the stent, there was resistance, push resistance. Adequate continuous flush was maintained through the microcatheter; the concentration of saline flush used could not be obtained. Contrast media used was iodinated contrast media. The stent / stent delivery system. There was no damage noted on the microcatheter. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no delay to the procedure.